Manufacturer narrative:
E was initially received via regulatory authority (us food and drug administration, reference number: mw5073785) on (B)(6) 2017. The most recent information was received on (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint this retrospective pregnancy case was reported by a consumer and describes the occurrence of device breakage ("coil coming apart") and ectopic pregnancy with contraceptive device ("had ectopic pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included labetalol. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia ("have had 2 month periods"), alopecia ("hair loss"), allergy to metals ("developed nickel allergies"), dyspnoea ("shortness of breath") and iron deficiency ("iron deficiency"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and ectopic pregnancy with contraceptive device (seriousness criteria hospitalization, disability and intervention required). Last menstrual period and estimated date of delivery were not provided. Essure treatment was not changed. At the time of the report, the device breakage, ectopic pregnancy with contraceptive device, menorrhagia, alopecia, allergy to metals, dyspnoea and iron deficiency outcome was unknown. The reporter provided no causality assessment for allergy to metals, alopecia, device breakage, dyspnoea, ectopic pregnancy with contraceptive device, iron deficiency and menorrhagia with essure. The reporter commented: patient would have to undergo hysterectomy due to a coil coming apart. She mentioned she had a serious injury (hospitalization, disability/permanent damage and required intervention) but did not specify it to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc (product technical complaint ) incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority us food and drug administration (reference number: mw5073785) on 22-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("coil coming apart") and ectopic pregnancy with contraceptive device ("had ectopic pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included labetalol. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia ("have had 2 month periods"), alopecia ("hair loss"), allergy to metals ("developed nickel allergies"), dyspnoea ("shortness of breath") and iron deficiency ("iron deficiency"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and ectopic pregnancy with contraceptive device (seriousness criteria hospitalization, disability and intervention required). Essure treatment was not changed. At the time of the report, the device breakage, ectopic pregnancy with contraceptive device, menorrhagia, alopecia, allergy to metals, dyspnoea and iron deficiency outcome was unknown. The reporter provided no causality assessment for allergy to metals, alopecia, device breakage, dyspnoea, ectopic pregnancy with contraceptive device, iron deficiency and menorrhagia with essure. The reporter commented: patient would have to undergo hysterectomy due to a coil coming apart. She mentioned she had a serious injury (hospitalization, disability/permanent damage and required intervention) but did not specify it to one of the events. Further company follow-up with the consumer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.